Event description:
A pt ((B)(6)) was enrolled in the post-approval study for stress urinary incontinence. On (B)(6) 2012 the pt was injected with 2.0 ml of coaptite, lot 1031985. On (B)(6) 2013 the pt reported a urinary tract infection (uti). On (B)(6) 2013 the pt was prescribed macrodantin 100 mg # 10.

Manufacturer narrative:
(B)(4). On (B)(6) 2013 the uti resolved. Per the physician, the event was of moderate severity and definitely not related to coaptite. The device history record for the reported lot was reviewed. All required testing specifications were met prior to release. There were no abnormalities.